Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the rca. During a revascularization procedure approximately 2 months later, two resolute onyx des were implanted in the rca. Approximately 20 months post index procedure and 18 months post revascularization the patient suffered from target lesion stent thrombosis and 100% occlusion of the rca. The event was treated with revascularization and medication. The patient is reported to have recovered.